Event description:
It was reported that patient underwent hip arthroplasty in 2009. Subsequently, patient suffered a fall and a revision was performed thirteen days later, to remove and replace the modular head component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.